Event description:
Vantex tlc [triple lumen catheter] inserted on patient [redacted]. On [redacted] on rn assessment, no blood return from white port. Pa [physician assistant] notified, instilled tpa [tissue plasminogen activator], after dwell time still no blood return noted. Pa notified. Patient had to have a new line placed. Manufacturer response for triple lumen catheter, vantex tlc (per site reporter). Meeting with medline [redacted] due to multiple events.